Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure, using an uphold vaginal support system, the needle detached from the mesh leg assembly, inside the patient, when it was being thrown through the sacrospinous ligament. The physician could not locate or retrieve the needle. The physician could not locate or retrieve the needle. The physician completed the procedure with another uphold vaginal support system, without further complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device will be returned for evaluation; however, it has not yet been received. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.